Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose of 20mg/dl. It was stated that the paramedics brought the customer to the hospital and he does not recall anything leading to his hospitalization. Troubleshooting was performed. The settings, time, and date were correct. No further info was provided.